Event description:
The customer reported the system was not saving images. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system needs a mother board. The reported issue is currently under investigation.